Event description:
On (B)(6) 2022, the patient underwent endovascular treatment of a distal stent graft-induced new entry tear caused by a non-gore manufactured stent graft using two gore® excluder® conformable aortic extender endoprostheses. During the procedure, two aortic extender devices were deployed, and the distal device was placed just above the lumbar artery that was to be preserved. However, the two aortic extender devices reportedly migrated approximately 5mm distally while ballooning, and the lumbar artery was unintentionally covered by the distal aortic extender device. The physician elected to monitor the vessel coverage, and the procedure was completed. The patient tolerated the procedure. It was reported the device migrated due to the balloon being pushed by the blood flow.

Manufacturer narrative:
(B)(4). It should be noted that, per the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and / or require intervention include, but are not limited to, improper endoprosthesis component placement, occlusion of device or native vessel. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.